Event description:
A caller reported a malfunction on a pump, with no notable events preceding the issue and no adverse impact on the customer's blood glucose level. The malfunction, identified by a resettable code, had not been reported or reset in the past 24 hours. The customer planned to seek further assistance once they had access to charging supplies. Upon follow-up cts provided pump reset information and assisted caller with resetting the pump. Malfunction code did not reoccur. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.